Manufacturer narrative:
Correction: h3: health effect clinical code: 4581 - hyperopic should be correction to h6 -health effect clinical code: 4581 - hyperopic. Additonal information: b5: the reporter indicated that the surgeon implanted an 13.2mm vticm5_13.2; -6.00/+1.00/157 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os). The surgeon notes there is a hyperopic outcome/refractive surprise; it was additionally indicated later that lens had also rotated. Lens remains implanted with a planned lens exchange. The cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. H6: medical device problem code - 1494: off-label use (over 45yrs of age at date of implant) claim#: (B)(4).

Manufacturer narrative:
Additional information: b5: 13.2mm vticm5_13.2; -6.00/+1.00/157 should be updated to 13.2mm vticm5_13.2; -6.00/+1.00/162. Claim#: (B)(4).

Manufacturer narrative:
Health effect clinical code: 4581 - hyperopic. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon notes there is a hyperopic outcome; it was additionally indicated later that lens had also rotated. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.